Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported 4-days after a percutaneous nephrostomy, the ultrathane mac-loc locking loop multipurpose drainage catheter was found to be leaking at the hub connection. The patient required an additional procedure to exchange the faulty tube. The reported device was discarded by the facility; therefore, it will not be returned for evaluation. To date, additional information with regards to the patient and event have not been made available.

Manufacturer narrative:
Date of event estimated to be the last week of (B)(6) 2018. Investigation - evaluation: a review of the complaint history, device history reord, and documentation of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. Both complaints are related due to being the same customer and failure mode. There are no complaints associated with either subassembly lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures have been previously initiated to address this failure mode. Per the quality engineering risk assessment no further action is required at this time. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.